Manufacturer narrative:
Of the 2 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a display damaged w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-17 years of age. Of the reported patients, 1 was male, 1 was female, and 0 were unknown.